Event description:
Treatment of an aneurysm. It was reported after the pipeline was deployed, a balloon was used to fully oppose the distal end of pipeline. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).